Event description:
It was reported that the patient experienced a difficulty charging the implantable pusle generator (ipg). It was also noted that thru x-ray imaging the spinal cord stimulator (scs) lead of the patient had migrated. The patient underwent a scs replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5135340, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5133397, UDI: (B)(4).